Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva ii meter, compared to a professional meter, within 10 minutes: 199 mg/dl (aviva) and 61 mg/dl (pharmacy clinic's meter). No adverse event reported. Requested return of the alleged device and replacement was sent.